Event description:
Customer reported via phone call to high blood glucose which may have been caused by product not adhering. Customer's blood glucose was 400 mg/dl. Customer reported that settings were adjusted by healthcare professional and blood glucose was better. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.